Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: the reported event of a backup battery fault active was confirmed via analysis of the submitted log file. The heartmate ii pocket controller (B)(4) was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 18 days (26mar2022 ¿ 13apr2022 per the timestamp). The log file captured a backup battery fault active throughout the entire log file with the exception of 2 events ((B)(6) 2022 at 21:08:21 and 21:08:22) due to the backup battery being passed its expiration date. The alarms did not affect the controller's ability to operate the pump speed above the low speed limit. The alarm is consistent with the backup battery being used when it is expired. A review of the device history records indicated that the backup battery associated with this controller (serial number (B)(4)) would have been expired at the time of the backup battery alarms. The use by date of the backup battery is 08sep2016, the expiration date is 08sep2017, and the reported event date occurred on (B)(6) 2022, indicating that the battery was expired at the time of the reported event. Provided information stated the controller serial number that was used when the backup battery faults were active is (B)(4) the backup battery serial number is unknown, and no products will be returning for analysis. The root cause of reported event was determined to be the use of an expired backup battery; however, the reason for the use of the expired backup battery could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii pocket controller, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. (B)(4) was shipped to the customer on (B)(6) 2014. A review of the device history records indicated that the backup battery associated with this controller (serial number (B)(4)) would have been expired at the time of the backup battery alarms. The use by date of the backup battery is 08sep2016, the expiration date is 08sep2017, and the reported event date occurred on (B)(6) 2022, indicating that the battery was expired at the time of the reported event. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon review of the patient's log files emergency backup battery (ebb) faults were captured throughout the duration of the file. The backup battery was exchanged due to the ebb faults. The system controller was then exchanged.